Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent and abdominal pain. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was not reported. The patient was treated with tobramycin (route, dosage, duration, and frequency not reported) and reflin (route, dosage, duration, and frequency not reported) for the peritonitis event. On an unreported date, the peritoneal dialysis therapy was discontinued and the patient was switched to hemodialysis. On an unreported date, the patient completed their course of antibiotics, the patient's effluent was clear, and they had recovered from the peritonitis. No additional information is available.